Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with normal operating currents during test. No button error alarm and no frozen display during test. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump froze and the keypad was unresponsive. The customer changed the battery but after a short time, the customer experienced these issues again. The insulin pump alarmed button error while she attempted to deliver a bolus. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.